Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 1100 mg/dl. The customer stated that she began to feel sick and did not take her insulin. The customer stated that someone found her unconscious at home. The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that she was really sick and her temperature was down to 80 degrees. The customer stated that her kidneys were shutting down. The customer stated that she could not hold her breath on her own and was on a ventilator. The customer was advised to contact her health care provider regarding her settings.